Event description:
It was reported the physician selected a 37mm gore® cardioform asd occluder to treat an atrial septal defect with a static measurement of 23mm x 24mm (balloon sizing was not performed) and a septal length of 34mm x 47mm. The occluder was deployed and locked with good septal apposition. A minor residual shunt was noted. The following day, imaging showed the occluder had embolized to the left pulmonary artery. This device was snared and a 44mm gore® cardioform asd occluder was implanted with no adverse effects. The patient was doing well following the procedure.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device embolization as a potential clinical and device adverse event.